Event description:
Independent repair center customer alleged noisy unit ,and the key failure is the compressor is noisy/weak.associated malfunction for this device: pe valve leaking, power switch short circuited.